Manufacturer narrative:
Corrected field are e1 event site telephone, e3 occupation. Updated fields are b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion and h11. Dr (B)(6) was caring for a patient on a balloon pump who he believed to be having a stroke. Dr (B)(6) wanted the patient to get an MRI, so his question was if he could stop the therapy, disconnect the device, have the patient get an MRI and then hook it back up and resume therapy. Esp personal told him the balloon cannot be in the patient longer than 30 min, not inflating and deflating, and that the pump was not MRI compatible. Esp personal recommended if the patient needed the MRI would be to remove the balloon. He did not think the patient would be hemodynamically stable enough to have it removed. Dr (B)(6) thanked esp personal for the information.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon pump (iabp) had unknown issue. There was no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).